Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and a seizure and was unable to self-treat, requiring treatment of sugar by non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an ios/fsll using a good known libre 2 sensor. The ios/fsll successfully receive high/low glucose alarms. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and a seizure and was unable to self-treat, requiring treatment of sugar by non-hcp. There was no report of death or permanent injury associated with this event.